Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the symptoms continue.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A consumer reported that during an intraocular lens (iol) implant procedure, she heard the surgeon say "is that lens torn?". The lens was removed and replaced and the surgery took longer than expected. After surgery, the consumer reported she has extremely watery, swollen eyes, she is seeing floaters, and is light-sensitive.